Event description:
Pt undergoing a left rotator cuff arthropathy utilizing zimmer biomet reverse shoulder system, humeral component micro stem, 10 mm polyethylene humeral-bearing surface 36 mm +3, 36 glenosphere with baseplate. When the tip of 2.7mm peripheral screw drill bit (2 inches), stainless steel, ref # (B)(4), lot #073380, broke inside of base plate inferior hole. According to rep, material of drill is the same as the screws that implanted. It was decided to leave the drill bit in because it would have been more harmful/caused more damage to remove and it is made of the same material as the screws.